Manufacturer narrative:
(B)(4). Date sent 4/23/2025 d4 batch #243d23. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with the anvil missing. The breakaway washer was not present and the device was fully loaded with staples. No battery was received. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 243d23, and no non-conformances were identified.

Event description:
It was reported that during a robotic low anterior resection, the device was put transection they connected the anvil laparoscopically dialed it into the green range released the safety used their index finger to fire and there was no power. The battery did not complete the firing, and we noted that the back lit gauge was lit up, so they disconnected the anvil, removed the shaft, and opened a new stapler, and used the new shaft to connect to the previous anvil. Donuts were completed. The leak test was negative. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.